Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected: b4; b5; d9; g3; g6; h1; h2; h3; h6 6 screws were returned for evaluation. A quantity of 2 screws for 915-2201 lot 893730 were returned. Those screws are not fractured. All 6 screw threads were visually inspected and none of the threads are damaged. No measurements were taken on the product as all have been used with the driver at some point after leaving zimmer biomet control. Device history record was reviewed and no discrepancies relevant to the reported event were found. A definitive root cause cannot be determined due to the inability to measure the dimensions the product due to attempted use. If any further information which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated reports: 0001032347-2021-00109, 0001032347-2021-00110, 0001032347-2021-00111, 0001032347-2021-00112, 0001032347-2021-00113. Concomitant medical products: item# 915-2201; lot# 893730, item# 915-2201; lot# 893730, item# 915-2200; lot# 862630, item# 915-2200; lot# 862630, item# 915-2200; lot# 862630, item# unk screwdriver; lot# unk. Report source foreign - event occurred in (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported approximately three (3) weeks ago, that the surgeon tried to grip the screw with a screwdriver and the fit was too tight. As a result, the screw head broke. The surgeon opened a new screw to complete the surgery. Attempts have been made and no further information has been provided.